Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was blocked and not functional during surgery. The patient was administered with antibiotics intraoperatively and post-operatively. There was also an infection as a contributing condition related to the event. There was a surgical delay of around 90 minutes with the patient under anesthesia for diagnosis of the dermatome and a replacement retrieval. No additional patient consequences have been reported.

Manufacturer narrative:
This recorded event (B)(4) is a duplicate and a complaint (B)(4) was already created for this serious injury previously and a report was initially filed under 0001526350-2018-00280. This report should be voided.